Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows that during start up the system passed successfully all initialization steps and the user skipped the gas change, performed the energy check, skipped the scanner test and performed the eyetracker successfully without issue. The ablation depth of the fluence test disk is out of tolerance, but the user still confirmed the fluence test. During the treatment phase, the device shows a warning message, this warning is due to the laser pedal is not pressed enough. After that the user performed the center test again without reason and another message appeared, the user aborted the treatment. Logfile review shows no technical problem. User handling issue. The customer did not press laser pedal fully down and user pressed the center pedal instead of the laser pedal. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped during treatment with no error message. The treatment was restarted and the completed part fired on a pmma and the incomplete part fired on the patient's eye. The patient was noted as doing good.